Manufacturer narrative:
This report is submitted january 8, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains insitu. Reimplantation is planned; however, yet to occur as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.